Event description:
It was reported that the user inadvertently infused dopamine through the side port of the iab, causing the pt's leg to turn blue, and a loss of pulse. The pt had been scheduled for bypass surgery, which had to be postponed. When the iab was removed, the pulses returned to the leg, and the bypass surgery was performed. Another iab was inserted in the pt's other leg without any complications.